Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a temporary lead was implanted and connected to the atrial port of the implantable pulse generator (ipg) as a temporary pacemaker during the case. Although the ipg was programmed to do 80bpm with high output the ipg did not pace at all. The lead was then removed from the atrial port and placed into the ventricular port and the ipg paced. It was suspected that the atrial port of the ipg was not functioning. No patient complications have been reported as a result of this event.